Manufacturer narrative:
The insulin pump was received with pump error 37 during force sensor test due to moisture damage on the motor and force sensor assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they insulin pump had pump error. The customer's blood glucose was unknown. The customer was assisted with the troubleshooting. The insulin pump will be returned for the analysis.